Event description:
The pt reported while she was in fill 1 she encountered a line blocked. The pt stated she heard a "pop" and fluid began to leak out of the plunger/blue pin. Due to the lack of additional information being provided regarding the pt's status, this MDR is being filed as a serious injury. Sample is not available.

Manufacturer narrative:
Additional attempts to the pt have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information and the known complication of peritonitis due to a fluid leak, this MDR is being filed as a serious injury. The actual device was not returned to the manufacturer for physical evaluation, however a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If additional information is provided, a supplemental report will be submitted.